Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Approximate implant date: (B)(6) 2006. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
From a journal article: patient presented with low back pain resistant to therapy. X-rays showed ddd l5/s1. On (B)(6) 2006, anterior left retroperitoneal approach used for alif procedure with synfix device, at the l5/s1. Lumbar x-rays revealed no dislocation of screws and good placement of the implant. Postop tests showed a drop of hemoglobin value. CT scan showed large abdominal wall hematoma. Injury of right and left epigastric inferior arteries may be due to arteriosclerosis; excessive distension during insertion of screws and or traction. No intraoperative bleeding noted during index surgery. At 6 months follow up, patient achieved good clinical and radiologic outcome, no hematoma recurrence, and normal lab values.